Manufacturer narrative:
Additional narrative: upon further investigation it was found that the incorrect serial number ((B)(4)) was inadvertently entered into the initial medwatch report. The correct serial number ((B)(4)) has been entered into this medwatch report. The date received by manufacturer was incorrectly documented on the initial report (sep 1, 2015). The correct date received by manufacturer is jul 7, 2015. The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The incorrect date of manufacture (dom) (apr 16, 2010) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (jun 26, 2003) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper care and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device was blocked, seized, and rough running. It was further determined that the device failed pre-repair diagnostic tests for air leak, excessive noise, power with test bench, and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.